Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system needle was damaged and leaked during use. The following information was provided by the initial reporter, translated from chinese: "at 18:34 on (B)(6) 2022, the patient was admitted to the emergency department due to "urethral bleeding caused by height fall for 3 hours". The doctor instructed to establish venous access and indwelling infusion with "20ga closed anti-puncture intravenous indwelling needle". At 3:00 on (B)(6), the patient's indwelling needle was found to have blood return and fluid leakage during infusion. Careful observation revealed that the indwelling needle was damaged and leaking. The indwelling needle was immediately removed and the indwelling needle was re-placed for infusion. At present, there was 1 case of this batch number. Adverse events were reported and the indwelling needle was not retained."

Manufacturer narrative:
H6: investigation summary a device history review was conducted for lot number 2049237. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h10.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system needle was damaged and leaked during use. The following information was provided by the initial reporter, translated from chinese: "at 18:34 on (B)(6) 2022, the patient was admitted to the emergency department due to "urethral bleeding caused by height fall for 3 hours". The doctor instructed to establish venous access and indwelling infusion with "20ga closed anti-puncture intravenous indwelling needle". At 3:00 on (B)(6) the patient's indwelling needle was found to have blood return and fluid leakage during infusion. Careful observation revealed that the indwelling needle was damaged and leaking. The indwelling needle was immediately removed and the indwelling needle was re-placed for infusion. At present, there was 1 case of this batch number. Adverse events were reported and the indwelling needle was not retained."